Event description:
It was reported that the pacemaker exhibited loss of output. The pacemaker was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.